Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer also states that insulin pump had failed battery alarm. Customer state that the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast, ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.